Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the jaws would not release from the tissue after firing. The device had to be cut with a harmonic device. Another device was used to complete the case. There was no adverse patient consequence reported.